Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed in several locations with high pacing impedance at each location. The lead was then moved to a new location and when the helix was extended, the lead exhibited high, out of range pacing impedance. Then, the helix could not be retracted, and the physician had to manually rotate it to remove the lead from the tissue. The lead was removed and replaced; the helix would not rotate when attempted outside of the body after removal. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.